Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump had replace battery alarm with out low battery alarm. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer's parent states the battery cap was loosed. The customer's parent was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.